Event description:
It was reported by service report that the scale was not reading accurately. There was patient involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Result - bent litter frame.